Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No low battery alerts were noted. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer says that she is getting low battery alarms very close together and at times when she puts in a new battery it take two or three batteries to get one to work in the insulin pump, it will happen will the insulin pump is in use the screen goes blank. The customer says this has happened about 5 times over the last month. The troubleshoot was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.